Event description:
The customer contacted the ocd technical customer support center (csc) to report that results from a patient sample were associated with the incorrect patient name when processed on a vitros 5600 integrated system. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patient. The customer identified the discrepancy, and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a patient sample was associated with the incorrect patient name when processed on a vitros 5600 integrated system. The root cause of the event is user error as the customer is using inappropriate sample ids. The analyzer was operating as intended. The customer was using leading zeroes in their sids which are ignored by the vitros software. This is explained in the vitros 5600 user documentation. The customer will work with their information technology team for acceptable sid configuration without the use of leading zeroes.